Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge when the usb cable was plugged into multiple usb ports, which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer indicated that a replacement usb cable would be obtained, and that the customer would attempt to charge the pump using the replacement usb cable. Multiple contact attempts were made by tandem technical support to determine if the pump could successfully charge using the replacement usb cable; however, the customer did not respond.